Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.

Event description:
Device malfunction: filter entangled with stent. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an unspecified stenting procedure, when the emboshield pro came into contact with the rx acculink stent, the proximal marker of the emboshield pro became stuck in the distal tip of the acculink delivery catheter. No intervention or adverse patient effect was reported. Though requested, no additional information was available.